Event description:
It was reported that the insulin pump alarmed no delivery during boluses. The blood glucose reading was 149 mg/dl. The customer stated that he was unsure if the sensitivity of the pressure setting was more sensitive with the new device because with his old insulin pump he rarely received these alarms. Advised the customer to call when the alarm occurs in order to troubleshoot properly; no troubleshooting was done at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.